Event description:
It was reported that the patients implantable pulse generator (ipg) had migrate and the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.

Manufacturer narrative:
This report is being submitted to correct the unique identifier (UDI) # field (d4) in section d, suspect medical device. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7084223, UDI: (B)(4).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7084223, UDI: (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) had migrate and the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.